Manufacturer narrative:
The pad-pak was first successfully installed on the 22nd january 2010 and performed to specification up to the 4th october 2015. A fresh pad-pak was installed during this time. Multiple manual power ups some of ten minutes duration were observed in the device memory between the 11th october 2015 and the final history log entry on the 1st november 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switching on automatically.